Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was successfully implanted in the patient's native aorta. On an unknown date in 2020, aortic regurgitation (ar) was observed via transthoracic echocardiogram (tte). The patient did not present with symptoms of heart failure. A follow-up was performed, and the patient's left ventricular diastolic dysfunction (lvdd) exceeded 65mm. On (B)(6) 2023, a tear was observed on the trifecta valve, it was explanted, and a 21mm sjm masters series mechanical heart valve was implanted as a replacement. A portion of the stent post was cut during extraction. The explanted trifecta valve was analyzed, and the left coronary cusp and non-coronary cusp stent posts were torn. No pannus or calcification was observed on the explanted valve.

Manufacturer narrative:
Explant of the device due to regurgitation and left ventricular diastolic dysfunction was reported. The device was received for investigation and all three leaflets were removed from the valve stent. In addition, one valve stent post was cut off, which was reported to be due to the explant procedure. No inflammation, calcifications, or thinning of the leaflet tissue was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the exact cause of the tear could not be conclusively determined, no thinning was noted in the leaflet tissue sectioned, giving no etiology for the reported tear. The tear reported could have caused the regurgitation reported. There is no indication of a product quality issue with regards to manufacture, design, or labeling.